Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and the cause was determined to be patient having large amounts of calcium. To alleviate this issue, a second valve (valve in valve) was implanted successfully with no adverse patient effects. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the patient had large amount of calcium resulting in severe paravalvular leak. Balloon valvuloplasty was performed but was unsuccessful. A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.